Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported material separation were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, heavily tortuous anatomy and very high acute angle on the bifurcation resulted in the noted device damages (sporadically wrinkled/pinched sheath, sheath drag marks) preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted smashed proximal spool axle. During removal of the compromised device manipulation and/or interaction with the heavily calcified, heavily tortuous anatomy and very high acute angle on the bifurcation resulted in the noted bent broken/mangled and stretched distal stent and ultimately resulted in the reported tipstent material separation/noted separated distal stent tabs and struts. The noted multiple bends and kinks throughout the jacket stabilizer likely occurred due to handling contributing to the reported difficulties and/or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. Heavily calcified and tortuous iliac artery was targeted to be treated by absolute pro stent system. It was reported that the absolute pro was only partially deployed as the thumbwheel would no longer turn. The physician opted to dismantle the handle to deploy stent, resulting in a failure of deployment. A tip separation of the device upon removal under fluoroscopy occurred afterwards, where the tip was then left in the anatomy. A second absolute pro was inserted and attempted to deliver the stent, where the second stent was also partially deployed as it¿s thumbwheel was also unable to turn any further. The physician attempted to remove the second absolute pro under fluoroscopy where the tip separated and left in the anatomy. The complaint included three fluoroscopic images of a heavily calcified and tortuous anatomy, where it shows partially deployed stents within the anatomy. The images cannot confirm which media represented which absolute pro device included in this complaint. While the media does confirm that partial deployments did occur, it does not indicate the probable cause of the event.b5: describe event or problem - revised

Event description:
Subsequently, after the initial report was filed, it was confirmed per device analysis that the 6.0x150mm on 80cm was the absolute pro that the handle was taken apart. The 6.0x150mm on 135cm is the second absolute pro and both delivery systems were removed under fluoroscopy. It was noted no treatment was provided to remove the separated portion. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous iliacal bifurcation. An unknown absolute pro stent only partially deployed as the thumbwheel would not turn further. The handle was taken apart in attempt to deploy the stent however, failed. During removal it was noted that the tip separated. The tip remained in the anatomy and was not removed. A second unknown absolute pro stent was also partially deployed and noted to have the same exact issue. The stent was partially deployed as the thumbwheel would not turn further. When removing the device the tip separated. The tip remains in the patient. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional absolute pro ll device referenced in b5 is filed under separate medwatch report number.